Event description:
On (B)(6) 2012 pt's trainer reported there are a vertical line and a horizontal line showing on the screen of the infusion device. Trainer stated the battery hasn't been changed in a while. Advised to change to a new battery. Trainer reported the lines were still showing after inserting a new battery. Trainer stated the lines are over the basal rate section and that she could see the basal rate but if it were to get bigger, it would be covering up the numbers. Trainer reported the pt is using a clip case to carry the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.